Manufacturer narrative:
A ge service representative performed an on site investigation. No problem was found. The only issue identified during the investigation was that the right side stirrup was contacting the video tower. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that a table movement error code was displayed on the 2800 system. There was no report of patient injury.